Manufacturer narrative:
The tech found the right threaded heim joint was slightly bent. He replaced but the casters would still not fully brake. He replaced all four casters to repair the stretcher.

Event description:
The brake/steer pedal will not engage in steer and the casters roll slightly when engaged in brake.